Event description:
On (B)(6) 2012 af under sensing with ventricular tracking to (B)(6) hospital, united kingdom. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).